Manufacturer narrative:
Initial

Event description:
It was reported that the charger for an iLet pump was not functioning, with the charging indicator briefly blinking and then the device not powering on and charging only occurring when the cable was positioned at a specific angle; the issue persisted across outlets and no liquid exposure was reported, and replacement charging pads were arranged. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no hospitalization. Investigation included troubleshooting with power source checks and education, as well as arranging replacement supplies. Investigation of this case revealed a suspected faulty charging cable or pad connection consistent with an electrical connection or connector issue affecting the charging accessory. It was concluded, based on previously established findings for similar reports, that the cause was likely component failure of the charging accessory.